Manufacturer narrative:
" I gave you enough general information -surgical pop repair, with multiple surgeries to remove the eroding mesh starting year 2000 and continuing thru 2011 and beyond. "

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the mesh was implanted. It was also reported that the patient developed mesh erosion and subsequent surgeries were performed to remove the mesh since 2000.